Event description:
The compliant was reported by a customer from canada. Software installation issue.

Event description:
The compliant was reported by a customer from (B)(6). Software installation issue.